Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test and no damage was found to the conductor wire. The root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the maryland bipolar forceps (471172-16/ k11210726 0104) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used in a procedure on 08-march-2022 via system (B)(4). The alleged instrument had 7 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date 08-march-2022 on system (B)(4). A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument had plastic melting at the distal tip. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had plastic melting at the distal tip. There was no report of patient involvement. Follow-up attempts were performed to request additional information related to this event. However, no further details have been received as of the date of this report.